Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a bent cannula and his insulin pump did not alarm. No delivery. Advised the customer that a tubing clamp will be sent overnight and to call back to perform the high pressure test. No further info was provided.